Manufacturer narrative:
Exemption number: e2014018 . Investigation: there was no product returned. A review of the device quality and manufacturing history records is not possible because the batch number is unknown. Conclusion and root cause: no product or product information is available and therefore an analysis is not possible. Rational: unfortunately, due to lack of data and without the product, we cannot determine the exact cause. There is a possibility that these are not aesculap implants. Safety case has been initiated, any action regarding CAPA will be addressed in safety case.

Event description:
Per sus voluntary event mw5080677, received by the FDA there was a serious injury that required intervention. It was reported that a patient underwent a total knee replacement, due to loosening of the femur and tibia components. All med watch submissions related are: 9610612-2018-00550.